Event description:
Caller states that when he placed this pod on, his blood glucose was 173. He tested bg every two hrs and it continued to rise, even with correction boluses being delivered. His initial bg was 173, two hrs later 385, two hrs later high and last test two hrs later was high. Caller removed pod and did a bolus by injection. Caller activated a new pod after bg returned to "normal". No further information reported. The device is being returned for evaluation.

Manufacturer narrative:
The product was found to have a damaged cannula tip. The cannula tip was found to pass insulin however flow was severly restricted. This condition could have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the pt is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. As noted in the user guide, pts are advised to select a pod placement site consisting of fatty subcutaneous tissue and to pinch the skin around the pod until the cannula inserts. The user is also instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. The DHR provides evidence that the lot met the acceptance level prior to release.